Manufacturer narrative:
The device has not been returned to the MFR. A medtronic rep reported that issue was related to the length of time between the scan and the surgery which allowed pt swelling to disrupt the registration.

Event description:
A medtronic rep called in to report that he was unable to complete successful tracer or point merge registration during a case. He noted that the pt was a trauma pt and the scan was done the day before. He said there might have been add'l swelling over that time as well. The tracer dots appeared inside the nose of the 3d model and could not be completed successfully and point merge was also not successful. Hed did not recall the predicted error for point merge but it was not accurate by 4 mm. No impact on pt outcome was reported.